Event description:
Caller reported a cartridge alarm 30 during pumping, and it did not cause the customer's blood glucose to exceed 500 mg/dl. Tandem technical support decided to replace the pump and informed the caller that a replacement with updated software would be sent, along with available training in their tandem source account. The customer will use mdi as a backup therapy to ensure uninterrupted insulin delivery. The caller was advised on pump storage mode, return procedures, and was required to send back the problematic pump within 10 days. Tandem confirmed that the replacement pump was scheduled for delivery on the requested date.